Event description:
It was reported rv lead noise, low pacing lead impedance and increased capture threshold were observed during device check. Patient was asymptomatic. The physician elected to extract the rv lead. The patient was stable following the procedure.